Manufacturer narrative:
Concomitant medical products: 4068-58, implanted: (B)(6) 2003.

Event description:
It was reported that there was a right ventricular (rv) lead warning due to high and rising pacing capture threshold and an impedance that is low and trending down. The rv lead was capped and replaced. Additionally, the right atrial (ra) lead exhibits increasingly high pacing capture threshold along with a high but not out of range impedance measurement. Given the fairly stable nature of the atrial lead impedance, limited venous access and sedentary nature of this patient; it was decided to not replace the atrial lead. This ra lead is still actively functioning. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.